Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that telemetry could not be established with this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed including multiple resets. Technical services (ts) noted that this device had most likely reached end of life (eol) after approximately seven years of service and suggested an x-ray. It was noted that this patient has been non-compliant with follow-up. This device was explanted and replaced with a new s-ICD at scheduled generator change out procedure. No adverse patient effects were reported outside of replacement procedure.

Event description:
It was reported that telemetry could not be established with this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed including multiple resets. Technical services (ts) noted that this device had most likely reached end of life (eol) after approximately seven years of service and suggested an x-ray. It was noted that this patient has been non-compliant with follow-up. This device was explanted and replaced with a new s-ICD at scheduled generator change out procedure. No adverse patient effects were reported outside of replacement procedure.

Manufacturer narrative:
Correction report being filed to correct field h7 remedial actions. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.